Manufacturer narrative:
On 14 march 2016 it was prepared a final report with the information already submitted in the intial report. On 18 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on (B)(4) 2015 and included: patient's details: bone quality middle, no sport. Revision reason: stem loosening. Implant probably not available. On (B)(4) 2015, it was confirmed that the explant is not available. On (B)(4) 2015 ,it was communicated that no x-ray is available. Batch review performed on 14 january 2016: lot 042100: (B)(4) items manufactured and released on 11 march 2005. Expiration date: 2010-01-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Revision because of change of stem. The surgery will take place on (B)(6) 2015.